Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 15/oct/2018, 22/jan/2019, and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation, and crease folds. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, "double capsule with capsular tear", and pain. The device has been explanted.